Event description:
The customer reported some potentially false positive results for the flub and rsv (simultaneously) targets on the alinity m resp-4-plex assay. Due to getting positive results for more than one target, the customer decided to retest all of these on the genexpert platform, where they were negative. The customer also reports that flub is nonexistent in the country, from the epidemiological point of view. Additionally, the customer has retrospectively evaluated data and has encountered more sample ids (sids) with dual positive calls for flub and rsv, which they do not believe to be true the customer did not provide if the results were retested on an alternative method. The following sid was identified with dual false positive results for flub and rsv: on (B)(6) 2022 sid: (B)(6). There was a total of 14 discrepant sids identified between 10/17/2022 to 11/10/2022. The customer has defined that any values between 32 and 36 cycle numbers (cn) are retested on the genexpert platform. The customer considers all results with cn >36 to be not detected. The laboratory does not have knowledge of any impact to patient management, as they do not emit any clinical decisions; only the laboratory results. Additional mdrs will be submitted for the additional run dates. This incident is being reported to FDA because the incident occurred in slovenia using the alinity m resp-4-plex assay, list number: 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number: 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list: 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list: 9n79-96) sold in the united states. Ticket does not reference a us list: 9n79-96 lot number. The following mdrs are being submitted in association with this observation: 3005248192-2022-01030, 3005248192-2022-01031, 3005248192-2022-01032, 3005248192-2022-01034, 3005248192-2022-01035, 3005248192-2022-01036.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall ((B)(4)) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 ((B)(4)). The following mdrs were also reported as related to (B)(4): (B)(4)